Event description:
It was reported during an af ablation procedure using cryotherapy, a leak was noted between the valve and the body of the sheath approximately 15 minutes after positioning the swartz introducer into the patient. Another sheath was used with no consequences to the patient.

Manufacturer narrative:
One 8f fast-cath braided swartz introducer was received for evaluation in two pieces; which had separated at the proximal end of the suture tie down loop on the hemostasis body. Visual inspection revealed a blood-like substance on the two returned pieces which is consistent with the initial report that the device had been used. The device history record was reviewed to ensure that each manufacturing and inspection operating was followed by verifying the appropriate signature and date, indicating the process was performed in accordance with st. Jude medical specifications. Additional testing revealed the headed sheath tube was not positioned in the correct location during the molding operating of manufacturing. With the headed sheath tube not being int he correct location, the abs (acrylonitrile butadiene styrene) resin was not able to flow appropriately and join the parts of the valve body. This resulted in a weak joint which was susceptible to breakage. Tooling was changed to hold a tighter tolerance in this manufacturing process to prevent the recurrence of this issue. In addition, persons responsible for this operation have been re-trained with re-training to occur on an annual basis. The rate of occurrence for this issue equates to approximately 0.01%.